Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reverting back to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that she manages her diabetes with oral medication, 1000mg of metformin (twice day), diet and exercise. The patient stated that the alleged issue occurred on (B)(6) 2011 at 8:00am and shortly after, took her usual dose of medication in response to the reported issue. By 11:50am on the same day, the patient claimed to have developed symptoms of being "sweaty" but denied receiving any treatment in response to the symptoms. During troubleshooting, the cca was able to walk the patient through resetting the options as recommended per the owner's booklet and the reported issue was resolved. The cca also noted that the patient was using expired test strips. Replacement products were sent to the patient. This complaint is being reported because although the patient denied receiving any treatment after the reported issue began, she developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.